Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced spontaneous left sided deflation post procedure. The implant appeared to have flattened. Additionally, bilateral ptosis was indicated as a result, bilateral mastopexy and explant without replacement was performed on (B)(6) 2019. The left sided deflation was reported initially under 1645337-2019-16163 on (B)(6) 2019. On (B)(6) 2019, mentor received additional information and initial awareness of bilateral ptosis. This report relates to the right prosthesis.